Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose due to bent cannula. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed and caller was educated on correct insertion techniques. Infusion sets would be replaced.